Event description:
It was reported that the infusion device failed to display an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.